Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to reason code "noise". The presenting and stored electrograms (egms) show no evidence of noise. The presenting electrogram (egm) shows appropriate function with infrequent right and left ventricular pacing due to sensed ventricular rhythm. The sensed beat occasionally falls into noise window. It was recommended to have an assessment with a programmer. The crt-d remains in service. No adverse patient effects were reported.